Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g325 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g325 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated they received an alarm #18: system pressure alarm and noticed blood leaking from the system pressure dome. The customer reported approximately 200 ml of whole blood was processed at the time of the leak. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer did not return product for investigation.